Event description:
The pt received her scs system including an ipg on (B)(6) 2009. It was reported that after the pt lost over (B)(6) lbs, the ipg started to flip in the pocket. The physician attempted to reposition the ipg on (B)(6) 2010, but observed fluid in the ipg header. The physician explanted and replaced the ipg instead. The explanted ipg was returned to ans for analysis. F/u on the pt found no further issues reported.

Manufacturer narrative:
The device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Reddish discoloration was observed at both port entrances and at the upper septum, but there was no evidence of fluid intrusion inside the header port. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.